Event description:
In 2004 - a dental implant was placed in tooth location # 19. Subsequently the pt was experiencing pain and paresthesia. 11 days later the implant was removed. In 2005 the clinician was contacted. They stated the pt was seen post-op and no complaint was indicated. The numbness has subsided on the lip and cheek area. The implant was replaced at this time.